Manufacturer narrative:
The product associated with this reported event was not returned for examination. The product code and lot code required in retrieving the device history records for reviewing and searching the complaint database were not provided. The investigation could not draw any conclusions about the reported event based on the lack of the product to examine and insufficient product information. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address loosening of the femoral component at the cement/bone interface. Depuy cement was used in the primary surgery. Poly wear of the insert and osteolysis were also reported.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.